Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that there was poor communication on the patient programmer unit. The patient stated that they thought they ¿screwed up¿ the controller because it was not working yesterday. This was clarified as the patient did not think it was working because they did not feel any sensation and was using the bathroom more. The patient had recently been implanted but they did not know if they had bandages on. When it was confirmed that the antenna was securely attached to the programmer and synchronized to the ins, the issue did not resolve. When the antenna unplugged and the programmer placed directly over the ins on the skin the issue still did not resolve. It was recommended that the patient continue to try to connect over the next few days and to contact their healthcare professional (hcp) if it had not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.